Event description:
During phaco-cataract surgery and intraocular lens replacement, the suture was used in interrupted fashion for closure of the conjunctival fornix. One day post-operatively, suture breakage reportedly occurred. No resuturing was performed. Subsequently at one week postoperatively, the pt complained of irritation to the eye. The suture was then removed. No further complication has been reported and the pt is doing well.